Event description:
It was reported that multiple occlusion alarms occurred. Subsequently, the customer experienced a blood glucose (bg) level displayed as "high' on the continuous glucose monitor (specific value not provided) and a large ketone level. Customer administered a manual injection of insulin to treat elevated bg level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed cartridge and infusion set to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.